Manufacturer narrative:
Repairs have not been completed.

Event description:
The account alleged the lockout is on, he gets 8 flash code and no lights are on the power supply. He looked the coiled cable and there are bare wires showing.